Manufacturer narrative:
Information contained in medical records indicated that a patient experienced a stent thrombosis, myocardial infarction and an aneurysm after having a coronary artery stent implanted. The patient's medical history is significant for meningitis, hyperlipidemia, and a family history of cad. The indication for the procedure was angina and an abnormal stress test. The target lesion was the proximal left anterior descending artery (lad) that involved the origin of the first diagonal (dx). Both lesions were 90-95% stenosed. "Attention was initially directed to the diagonal branch and a 3.0mm x 110mm cutting balloon was used with two inflations up to five atmospheres. The cutting balloon was withdrawn and the guidewire in the dx branch was removed and a 3.0mm x 28mm cypher stent was implanted at 14 atmospheres. Ivus interrogation was done in view of the long length of the stent. There was good apposition distally in the mid portion of the stent but in the more proximal portion where the lad was larger, there did not appear to be ideal apposition proximally and so a 3.0mm x 15mm quantum balloon was used for post-dilation up to 15atms. The final result was very satisfactory with 0% residual stenosis in the stented area and timi flow 3. In the lao view, there was still some compromise to the ostial area of the dx but timi 3 was seen in the dx branch and this was felt to be a satisfactory result with this anatomy." Approximately a year and nine months later, the patient experienced chest pain after running a marathon. The patient went to the hospital and was diagnosed with a myocardial infarction. Angiography was performed and revealed an aneurysm in the mid to distal segment of the implanted stent and thrombus at the location of a septal branch off the lad. The event was treated with intra-coronary tpa, reopro and plavix. A repeat angiogram was done several days later which showed a reduction in the thrombus. Approximately three and a half years after the initial stent implant, angiography was performed and revealed a 7.4mm aneurysm in a portion of the stent and a 75% ostial stenosis of the dx with timi flow of 3. The decision was made to do surgery to treat the aneurysm. On (B)(6) 2007 patient had bypass surgery with a lima to lad and svg to the dx with ligation of the aneurysm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombotic events, myocardial infarction and coronary artery aneurysm are known potential adverse events associated with implanting coronary artery stents. Coronary artery aneurysm is defined as coronary dilatation which exceeds the diameter of normal adjacent segments or the diameter of the patient's largest coronary vessel by 1.5 times. These events are inherent risk of the procedure and are outlined as such in the IFU; no conclusion can be drawn regarding a relationship between stent and the reported events.

Manufacturer narrative:
Info contained in a legal file indicated that a pt experienced in stent thrombosis and myocardial infarction after having a coronary artery stent implanted. The pt's medical history, vessel/lesion characteristics and procedural details are unk. The indication for the procedure was an episode of exertional chest pain and abnormal nuclear study suggestive of anterior wall ischemia. The pt had an unk cypher stent implanted in the proximal left anterior descending artery. Post-procedure, the pt was prescribed plavix for three months. Approx one year and nine months after implant, the pt experienced in stent thrombosis and subsequent myocardial infarction. The sterile lot number for the device is unk, therefore, a device history report review could not be conducted. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the very limited info available it is not possible to determine what factors may have contributed to the reported events.

Event description:
This male pt had a cypher stent implanted in his proximal lad in 2003. The stent was implanted following an episode of exertional chest pain with a subsequent abnormal nuclear study which suggested anterior wall ischemia. Post-procedure, he was prescribed plavix for 3 months. In 2005, he suffered in-stent thrombosis leading to a myocardial infarction.

Manufacturer narrative:
The following additional information was received via the patient's medical records: the patient had a 3.0mm x 28mm cypher stent implanted for positive stress test. The stent was implanted at the bifurcation of the first diagonal and the mid left anterior descending (lad) artery. The first diagonal was treated first with a 3.0mm x 10mm cutting balloon, twice, inflated to 5 atmospheres. The lad was then pre-dilated followed by the implant of a 3.0mm x 28mm cypher stent and post-dilated for optimal expansion. Double wire technique was used for the procedure. Approximately a year and nine months later, the patient experienced chest pain after running a marathon. The patient went to the hospital and was diagnosed with a myocardial infarction. Angiography was performed and revealed an aneurysm in the mid to distal segment of the implanted stent and thrombus at the location of a septal branch off the lad. The event was treated with intra-coronary tpa, reopro and plavix. A repeat angiogram was done several days later which showed a reduction in the thrombus. On (B)(6) 2007 angiography was performed and revealed a 7.4mm aneurysm in the portion of the stent and a 75% diagonal ostial stenosis with timi flow of 3. The decision was made to do surgery to treat the aneurysm. A few days later the patient had bypass surgery with lima to lad and a saphenous vein graft to the diagonal with ligation of the aneurysm. The patient's medications at the time of the event included tricor and aspirin. Please note that based on the additional information that was received the following fields were updated: the patient's age was changed from "unk" to (B)(6), and the patient's date of birth was changed from "unk" to (B)(6). The catalog number was changed from "unk" to "cxs28300," the lot number was changed from "unk" to "y0803523" and the expiration date was changed from "unk" to "10/31/2003." The mfg date was changed from "unk" to "08/2003." (B)(4). Additional information will be submitted upon 30 days of receipt.